Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Voluntary MDR/medwatch report number mw5170250.

Event description:
A voluntary MDR/medwatch report was received on 05/19/2025. It was reported that an unspecified malfunction occurred. The date of the event is an approximation. The patient reported an adverse event associated with the use of continuous glucose monitoring (cgm) sensor via maude report mw5170250. According to the patient on (B)(6) 2025, the sensor did not function as expected or intended and failed to alert her during rapid changes in blood glucose (bg) levels. She stated that the existing alarms and alerts were not adequate for her condition. The patient reported that on one occasion, her glucose level ¿dropped to zero.¿ it was unclear whether this referred to a cgm reading or a bg fingerstick value. During this episode, she experienced temporary vision loss in her left eye and loss of consciousness. No additional symptoms, treatment details, or information regarding the healthcare provider involved were included in the report. The sensor insertion date and insertion site were not specified. Following the event, the patient reported experiencing anxiety about rapid bg drops and began ensuring that someone was present to monitor her condition. During a follow-up call with a dexcom technical support agent on (B)(6) 2025, the patient clarified that previously reported episodes of loss of consciousness up to eight times in one day occurred prior to initiating dexcom cgm use. The patient declined to provide further information on other aspects of her report during the call. It is unknown whether the patient had a home glucometer or what alert settings were active at the time of the incident. The patient reported a history of hypoglycemia following weight loss surgery, which has resulted in rapid bg fluctuations, including changes of up to 40 points within 3 minutes. It is unknown whether the patient has a formal diagnosis of diabetes. The patient declined to provide additional details regarding the event in which her glucose level reportedly dropped to zero. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. Event date as alleged is approximate and allegation confirmation and root cause could not be determined. No additional patient or event information is available.